Manufacturer narrative:
The received device was evaluated and found that the formed needle was exposed. Inspection of the needle mechanism found the slide retract to be damaged indicating the formed needle was incorrectly installed. The incorrect installation of the formed needle caused the needle to not be able to retract.correction to d(4): lot number changed from unavailable to l45463. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 9/18/2021 model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 3/18/2020.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the needle did not retract. The pod was worn longer than 48 hours.